Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 153 mg/dl. During troubleshooting, the customer received an additional no delivery alarm. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. No gap between the piston and reservoir noted during testing. No anomalies were noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.